Event description:
The customer reported a communication failure. The field engineer noted that this error caused the system to shut down, thus preventing fluoroscopy x-ray. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and reloaded calibration files, and reseated cables, circuit boards and connectors. The system operates as intended.